Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was -1.217 volts and application of a magnet elicited no response which indicated a lower than expected battery voltage and reset operation. Review of device memory identified 86 hardware resets, the last of which was a system reset. This was the reason the device was operating in reset mode. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Battery voltage was noted to be lower than expected. Detailed analysis of the device hybrid was undertaken. Analysis did not identify any conditions that would have caused or contributed to the identified lower than expected battery voltage. Analysis confirmed the inability to interrogate this device; however, the root cause could not be identified.

Event description:
Boston scientific received information that this pacemaker was unable to establish telemetry with three different programmers in different locations. There had also been no response after magnet application. It was also reported that the patient had complained of having dizzy spells and was subsequently hospitalized but was unable to recall the tests that were performed. The physician decided to replace the device. No additional adverse patient effects were reported. This device is out of service and will be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.